Event description:
It was reported that a patient underwent a revision procedure approximately 5 months post-implantation due to an allergy to nickel. The femoral component and articular surface were exchanged at the time of the revision while the tibial and patella components remained implanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia cemented 5 degree stemmed left size e: catalog#42532007101, lot#65078028; articular surface medial congruent (mc) left 11 mm height use with tibia sizes e-f/cr femur sizes 8-11: catalog#42512100811, lot#64973011; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#65140085; palacos r+g 1x40:catalog#5036964, lot#96751005. The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. The reported product contains the alleged allergen and could be a possible cause. However, as the complaint is unconfirmed, root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.